Manufacturer narrative:
The recipient reportedly experienced intermittent lock. The external visual inspection revealed damaged antenna coil wires. In addition, the electrode was severed near the fantail and array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient was reportedly explanted due to a device defect. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.